Event description:
It was reported by service report that the foot end of the stretcher was drifting. The user facility was unable to provide any info as to whether there was pt involvement. However, there were no adverse consequences associated with the reported issue.

Manufacturer narrative:
Linkage.